Event description:
It was reported on (B)(6) 2022 by a facility representative via sems that an ar-1897s acl kits beath pin would not fully punch through. This was discovered during a case with no patient harm. Per facility: "shah, md shot a beath pin from an acl disposable set (ar-1897s) which utsw outpatient surgery center owns. End of the beath pin was not fully punched through".

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on (B)(6) 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to misuse/mishandling during use.